Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 lot# 12064), pentaray catheter (model# unknown lot# unknown), smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# unknown serial# (B)(4)), smartablate remote (model# unknown serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial tachycardia and atrioventricular nodal reentrant tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a pulmonary embolism (pe) which required medical intervention. The day after the procedure, the patient returned to the hospital in pain and coughing up blood. It was discovered that the patient had suffered a pe, as the patient's blood pressure dropped. The patient was reported to be in stable condition. Additional information was received on the event. The patient did require hospitalization to take care of the pe. Medical intervention was provided, however it is unknown what type. During re-admittance, the patient was diagnosed with a bleeding disorder. The patient was released after the pe resolved and she has since fully recovered. The physician's opinion regarding the cause of this adverse event is that this was related to patient condition of the unspecified bleeding disorder.